Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the kangaroo pump set is leaking from where the flush bag connects to the tube. No patient injury was reported.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Four photographs were provided for evaluation. According to evidence found on the provided photographs the bag was damaged. Two physical samples were also received. Visual and functional inspection was performed, but no failure was found. However, the evaluation of the photos still stands, and the reported issue will be considered confirmed. Based on the available information, the root cause is related to the rf sealing machine. A corrective action to replace the rf sealing machine was addressed. This complaint will be closed with no further actions at this time and will be used for tracking and trending purposes.